Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor's response buttons were defective. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. Upon eval. The metallic domes that operate as response button switches, were defective for both response buttons. The cause for the inability to activate the device is the defective metallic domes. The root cause for the defective metallic domes cannot be positively identified. No adverse event resulted from the defective response button. The last pt to use this monitor did not report any deficiencies.